Event description:
It was reported that the pump was implanted in 1992. Beginning on 2/01, the pain control became increasingly insufficient. As a result the pump was explanted and a new pump implanted on event date. There were no patient complications.